Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant devices: ¿ a 3.5mm self-tapping cortical screw 40mm length, catalog #: 00483504001, lot #: 63249930. A 3.5mm self-tapping cortical screw 45mm length, catalog #: 00483504501, lot #: 63470899. 3.5mm self-tapping cortical screw 40 mm length, catalog #: 00483504001, lot #: 60776740. This report is number 4 of 4 mdrs filed for the same patient (reference 0002648920-2017-00325 / 00326 / 00327). Returned, not yet evaluated.

Event description:
It is reported that during a trauma plating procedure, the surgeon felt that the screws did not have a proper bite into the cortical bone. He removed the screws and additional screws were used to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. As returned, dimensions taken are within specification. Each returned screw exhibits scratches and gouges on the head near the hex feature. An accurate dimensional analysis of the thread diameter was unable to be performed on lot 63249930, as the item exhibits worn and damaged threads. A device history records review was performed and no discrepancies were identified. A review of the complaint history for each screw determined that no actions are required at this time. The root cause of the reported issue cannot be determined.